Event description:
Info received indicates the nurse call function is not working.

Manufacturer narrative:
The technician isolated the issue to a broken nurse call cable. He replaced the cable to repair the bed.